Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy was attempted in the common femoral artery using a proglide device after a neurological interventional procedure. Reportedly, a cuff miss occurred and no sutures were retrieved. Manual arterial compression was applied to achieve hemostasis. The physician is reportedly trained in the use of the proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted the investigation of the reported event. A cuff miss can be influenced by numerous factors including, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified and a sampling of finished devices is destructively tested to verify the functionality of the device. Patient anatomy (e.g. Calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may cause a cuff miss. Information about user technique was not provided. A conclusive cause to the reported cuff miss cannot be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there was no indication of a lot specific product quality deficiency.